Manufacturer narrative:
Zimvie received one (1) tsvtwb11, (imp,tsv,4.7,11.5,mtx,mg) for evaluation. Visual evaluation was performed, the implant had signs of use with bone debris on its external threads. There wasn¿t a screw stripped inside the implant. The implant had a fractured hex from its bundled mount. DHR review was completed for the subject lot number 1257338. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1257338 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : functional : damaged threads¿ the customer did not submit images for the reported event. Based on the investigation and risk management file review as per (B)(4) the most likely root cause determined from the investigation was the customer error. Therefore, based on the available information, a device malfunction did occur. The implant had a fractured mount hex stuck inside. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: h3: changed "no" to "yes."

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. D6b: explant date unknown / not provided . G4: additional PMA/510(k) number k101880.

Event description:
It was reported that the doctor couldn't get the screw to engage so he thought that's what the issue was. Visual inspection showed that there wasn¿t a screw stripped inside the implant. The implant had a fractured hex from its bundled mount. Implant had to be removed. Tooth number 30.